Event description:
The patient was experiencing intermittent pain relief.an xray dye study and cat scan were performed and showed-"catheter seems okay, but pump seems to be malfunctioning." The pump was shut off in 05/2006.the patient is scheduled for a pump replacement and possible catheter revision.